Event description:
The customer reported that an 840 ventilator had lines in the display. The customer did not state if the malfunction occurred during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).